Manufacturer narrative:
(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017 to parameters outside the normal operating range on (B)(6) 2017. 281 high watt alarms were logged since (B)(6) 2017 and 3 low flow alarms were logged on (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification, but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against th e rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Pathology report revealed no evidence of thrombus within the pump. However, it was reported that the sited noted thrombus during the explant procedure. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. The low flow alarms may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump further triggering high watt alarms. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is related to another report submitted under MFR #: 3007042319-2017-03004. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that two days after implantation the pump shows an increase in watts and flow. The intensive care unit (ICU) doctor called the hotline and reported a suspected thrombus in the left ventricular assist device (lvad) pump. After talking with the manufacturer representative, they increased the heparin dose and sent log files for analysis. In course of the next few hours the patient stabilized in the ICU. In course of the next two days the pump parameters show a new increase in flow and watts. The responsible surgeon decided a pump exchange and scheduled this for (B)(6). The pump exchange was successful and they observed a thrombus in the pump. It was documented by the site that the patient had neurological symptoms. No additional information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.